Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, gender, weight and ethnicity were not provided for reporting. UDI: (B)(4). Upc = (01)381370046691. Expiration date= na. Lot number =ni. This report is for one (1) bab clear water block plus 30s USA 381370056591 8137005659usa, lot number ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. The consumer has reported a band aid was used and may have contributed to the event, the following products are possible devices that were used from this kit (j&j first aid all purpose kit 140 pc USA 381371030095): bab sheer assorted 80s, 8137004669usa.- lot ni. Bab clear water block plus 30s, 8137005659usa.- lot ni. This is 2 of 2 med-watches for bab clear water block plus 30s USA 381370056591 being submitted as two possible devices were involved in this event. See medwatch 8041154-2021-00019 for bab sheer assorted 80s USA 381370046691. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a consumer had discoloration and burning after use of a band aid product. Consumer sought medical attention after using product. No further patient information was provided. This is 2 of 2 med-watches for bab clear water block plus 30s USA 381370056591 being submitted as two possible devices were involved in this event. See medwatch 8041154-2021-00019 for bab sheer assorted 80s USA 381370046691. The same patient is represented in each medwatch.